Manufacturer narrative:
Evaluation is in process. A follow up will be filed upon completion of the investigation.

Event description:
The tps handpiece cord displayed a bias current message when connected to a handpiece, signaling a condition occurred from which the handpiece has the potential to run without user activation. Upon follow-up no further information was available regarding when the issue occurred.;

Event description:
The tps handpiece cord displayed a bias current message when connected to a handpiece, signaling a condition occurred from which the handpiece has the potential to run without user activation. Upon follow-up no further information was available regarding when the issue occurred.;

Manufacturer narrative:
Upon disassembly for visual inspection a worn wedge was found.